Event description:
This lead was implanted on (B)(6) 2007, and remains implanted at this time. A call placed to technical services on (B)(6) 2013, states that leads were df-1 single coil with a separate rv bipolar pace/sense lead. There was some stress put on the leads. The rv pace/sense lead dislodged and rv capture was lost. L v capture was lost, when the rv p/s lead was disconnected from the can. Lv to rv would be lv tip to rv ring on the separate pace/sense lead. Once the leads were plugged into the device, normal lv pacing returned. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).